Manufacturer narrative:
Per tandem's t:slim user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the second half of an extended bolus did not deliver. Review of the bolus history verified that the extended bolus was stopped by the customer. The customer verified that the wrong duration time had been entered for the extended bolus causing the customer to stop the bolus from completing. Blood glucose level was 339 mg/dl.